Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
New information states that the device could not be interrogated due to potential premature battery depletion. The device was explanted and replaced on (B)(6) 2018. The patient was in a stable condition before, during and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented for follow up. It was noted that the implantable cardioverter defibrillator could not be interrogated. Upon attempt to interrogate the device displayed a message ¿is this an older device¿. The battery estimate was 7 years to eri at the last check. Telemetry test was unsuccessful. The patient had recently undergone a shoulder surgery but no MRI. The device was palpated and no obvious electromagnetic interference was present. The patient reported receiving a patient notifier a month ago. Device replacement was discussed. No intervention was performed since the patient was not pacer dependent. The patient was stable and will continue to be monitored.